Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer-lok¿ syringe, the tip of the syringe was stuck in the 1-way valve. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: four picture samples were received for evaluation by our quality engineer. Upon visual inspection of the picture samples, the syringe tip was observed broken and the broken tip remained attached to the 1 way-valve. As a lot number was unknown for this incident, a production history review could not be completed and additional retained samples could not be obtained for investigation. It has been determined that the tip breakage occurred due to over-screw during the connection of the syringe by the user. Based on the investigation results, further action has not been determined necessary at this time.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer-lok¿ syringe, the tip of the syringe was stuck in the 1-way valve. No serious injury or medical intervention was reported.